Event description:
Patient was implanted with construct levels t2 to ilium on (B)(6) 2013. Consultant reported the patient experienced the rod pulling out and the ti snap-on transconnector broke post operatively, date unknown. It was reported the rod remained intact. Patient was returned to the or on (B)(6) 2013: surgeon re-implanted the rod: the iliac screws, s1 and l5 screws,(ti matrix polyaxial screws), were replaced. This report is on the matrix ti open transverse bar 47mm-62mm. This is 8 of 12 reports for complaint (B)(4).

Manufacturer narrative:
Additional narrative: this manufacturing evaluation is for two ti matrix locking caps. Part 1 was received with the saddle assembled. On the locking screw, there are nicks and scratches and anodize discoloration on the sd25 face. The major diameter of thread has nicks and scratches that protrude into the pitch and minor diameters with anodize being worn off major diameter. The saddle has flattening of threads (approximately 6 to 8 threads) on one side of rod slot that has extended onto the locking screws. All described nonconformities are post manufacturing. The raw material for the component cannot be analyzed because there is too little mass, but was correct in the device history record. The pitch diameter failed because of damage a non-manufacturing issue. On the saddle with flattening of threads on one side only could indicate that the technique guide was not followed where the body is to be perpendicular to rod at time of final tightening. All other specifications passed, complaint is indeterminate from a manufacturing perspective because of the post manufacturing damage. Part 2 was received with saddle assembled. On the locking screw there are scratches on the sd25 face. The saddle has minor flattening on one side of rod slot. All described nonconformities are post manufacturing. The raw material cannot be analyzed because there is too little mass, but were correct in device history record. Flattening on one side only on saddle could indicate the body was not perpendicular to rod at time of tightening per technique guide. All dimensions pass, complaint is invalid from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, synthes or its employees that the report constitutes an admission that the device, synthes, or its employees caused or contributed to the potential event described in this report. This device used for treatment and not diagnosis. Manufacture date cannot be provided at this time,incorrect lot number provided. Lot number provided does not coincide with provided part number. Part number provided is 04.633.347. Provided lot number 7024519 corresponds to part number 04.632.000 ti matrix locking cap. The device history records could not be reviewed due to incorrect lot number.

Manufacturer narrative:
Additional narrative: this device used for treatment and not diagnosis. Device MFR date: 08/30/2012. The review of the device history review showed that there were no issues during manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Additional narrative: a product development event evaluation was performed and it was reported: all relevant parts for the complaint were not returned and the complaint could not be adequately investigated.